Event description:
Supplemental report is being submitted due to the completion of the investigation on 26-jul-2024.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-8-b device of lot number: c1938911 involved in this complaint was returned for evaluation, with its opened original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 14 february 2024. On evaluation of the device, the following was observed: visual inspection: red safety tab not returned. Direction button in recapture position. Red shuttle at 07th dimple (before point of no return). Safety/lock wire returned separately. Stent partially deployed upon return. Compression noted on the distal end of polyimide, below white tip. Broken flexor approximately 112cm from white tip. Functional inspection: handle actuating fine for deployment and recapture. Stent unable to be fully deployed due to flexor break. Photographic evidence provided by the customer revealed the stent was partially deployed when removed from the patient and polyimide was damaged. It may be noted that printed images provided by the customer returned with the device were confirmed not to be related to this procedure. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to tortuous patient anatomy. From answers to the additional questions it is known that resistance was felt passing the device through the stricture, it was also noted that resistance was felt due to bile duct stenosis. As noted in the lab evaluation, the flexor was observed to be broken. It is possible that during deployment, a tortuous path may have caused a kink in the flexor and continued attempts to deploy may have led to a build-up of pressure at the kink resulting in the flexor breaking, subsequently leading to the issue reported. As the stent was partially deployed when the flexor broke, this exposed the polyimide which then may have become kinked on removal. It is also possible that the polyimide got kinked on return of the device. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Confirmed quantity of 01 x used device. Summary of investigation according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events.

Event description:
During endoscopic biliary stent implantation, when the stent reached into the lesion , the user could not be seen at the end of the stent under direct vision. When the stent was removed from the patient for examination, it was found that the stent could not be released,when the release button was pressed, the stent was active at the position of 1cm away from the release position , and then the stent was removed and replaced with another stent of the same type with another batch number. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Patient/event info - notes: general questions: 1. At what stage of the procedure did the complaint occur?(when unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal) during stent placement. 2. What endoscope type and channel size was used? Olympus tjf-260. 3. What was the position of the elevator? Was it opened or closed? Opened. 4. Details of the wire guide used (diameter, type, make)? Cook acro-35-450. 5. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes. 6. How long was the stent in the patient by the time this complaint occurred? 1min. 7. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? N/a. Stricture information: 1. What was the length and diameter of the stricture? Length 4cm, diameter 0.3cm. 2. Where was the stricture located in the body? Bile duct. 3. Was there resistance felt passing wire guide through stricture? No. 4. Was there resistance felt passing the evolution through stricture? Yes. 5. Was the stricture dilated before stent placement? Yes. Questions related to during insertion into patient. 1. Was the product inspected for kinks or damage before use? Yes. 2. Was resistance felt during insertion into patient? If yes, at what point? Bile duct stenosis. Questions related to during stent placement 1. Did the product fail during stent deployment or recapture? Yes. 2. Was the directional button pressed during use? Yes. 3. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes. 4. Was the yellow marker kept in view during deployment? Yes. 5. Are images of the device or procedure available? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.